Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Additional information received reported the patient had an infection two weeks after the implantable neurostimulator (ins) was put in. The patient was in the hospital for implant and then went to a nursing home for therapy. The ins was then removed and the patient was in the hospital for 47 days. The patient thought they were having a stroke and when a brain scan was done they saw it was an infection. The reporter stated the patient had been going downhill and would not be getting the ins re-implanted.

Event description:
It was reported the patient had an infection. The patient¿s healthcare professional was planning on a possible explant of the system. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Additional information received reported the patient did not have meningitis and their system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0npl4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the infection was diagnosed in (B)(6) 2014. The patient had symptoms of redness. The primary location of the infection was the lead track. A culture was obtained and serratia was cultured. IV antibiotics were administered. The patient did not have meningitis and perioperative antibiotics were administered. The patient outcome was ongoing.